Event description:
It was reported that the t: slim x2 pump battery was not charging, and the pump screen would not turn on. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the caller to perform various troubleshooting steps, including checking the power source and charging supplies, but the pump screen remained dark. The customer was in the process of charging the pump in the car and planned to continue troubleshooting at home with a known working outlet. Further information on outcomes or resolutions was not available.